Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer called in stating that the right side brake is not working on the rollator.